Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found the exposed portion of the soft cannula to be kinked. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. An 0x6a occlusion alarm was generated by the pod, stopping insulin delivery and leading to deactivation at 601 pulses. The exact cause of the alarm could not be determined, as several internal components including the ratchet gear, slide retract, mechanism rails, reservoir, and piezo were observed to have extensive damage incurred after use. The download data indicates that this damage was incurred after use as it does not indicate any struggle to deliver insulin with no timeouts or drive stalls, indicating that the ratchet gear was still turning during customer use. The exact cause of the post-use damage could not be determined from investigation. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 280 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient gave an insulin injection in the morning then changed the pod.